Event description:
It was reported that during a ptca procedure, a perforation occurred. The lesion being treated was in a vein graft to the posterior descending artery (pda). The physician inflated the liberte' monorail stent delivery balloon to 16 atm for 24 seconds. The stent was deployed; however, this caused a perforation. The perforation was treated with a 16 x 4.0mm stent . No patient injuries or complications were reported. Patient status was listed as "okay".

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no direct product analysis could be performed. The manufacturing records for top assembly batch 8867859 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.